Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40-50 mg/dl). Reportedly, low bg levels were due to the customer not eating the food that is normally eaten and due to overcompensating for food consumed. Customer ate food and drank juice to address low bg levels. In addition, it was reported that the customer did not hear the low bg alert annunciate. Tandem technical support reviewed the pump alert settings with the customer.